Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon reviewing transmission, the implantable cardioverter defibrillator exhibited post paced t wave oversensing on the ventricular channel. There was no therapy given during oversensing. Programming changes were discussed. No intervention was performed.